Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cold insulin. Customer reported blood glucose level was 355-mg/dl - "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. Customer changed supplies to address the issue and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.